Manufacturer narrative:
Complaint confirmed. Performed investigation. The returned meter has been checked and the uom are unlocked. Meter is showing signs of memory overwrite. Customers and retailers have been informed.

Event description:
Customer reported receiving an error message and additional icons on their locked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.